Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident was 9.1 mmol/l. Troubleshooting was initiated for the failed battery test. The customer mentioned that after the pump alarmed they changed the battery, infusion set, and reservoir, but the button used for bolus delivery was no longer responsive. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. The keypad connector found closed properly during our visual inspection. The currents are within specification. No unexpected failed battery. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.